Manufacturer narrative:
D.4; h.4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the hand switch did not activate at the test. Another like device was used to complete the case. There was no pt consequence.